Event description:
It was reported "difficulty inserting the cannula / mechanism problem." The status of the pink slide and cannula upon removal were unspecified. There was no additional information provided regarding this event.

Manufacturer narrative:
After internal review on 29-jan-2026, correction to b5 was made.

Event description:
Also reit was reported "difficulty inserting the cannula / mechanism problem." The status of the pink slide and cannula upon removal were unspecified. There was no additional information provided regarding this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.